Event description:
It was reported that a 23 year-old female who underwent a breast augmentation revision with a mentor memorygel, 475cc on the left, and 575cc on the right side, silicone breast prosthesis experienced bilateral breast pain postoperative. Patient was transferred because she had complications from previous set of implants of mentor. Patient had informed of one breast bigger than the other, huge dent, like breast was broken, patient replaced the implant as follow: as a result, patient underwent bilateral replacements with non-mentor devices on (B)(6) 2017. Patient states that her right side has been messed up since the first set of implants and that the current surgeon who removed the implants stated that the issue was from the first implant she had from mentor. Patient informed of bilateral issues (didn't go into details). Patient stated that the right side had damage. Also tested for cancer on the right side but nothing is coming up. Thinks it might be an allergic reaction. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).